Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaw boot tip of the vasoview hemopro tissue welder broke off in the middle of the case. The piece was retrieved through the original incision. A new kit was used to complete the procedure. There were no pt effects. The product is returning.